Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) was isolated to the monitor¿s electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle/causing the connector to be loose from the j1001 connector on the ca board. The root cause for the damaged receptacle was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's case was damaged.